Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set tubing detached from hub on (B)(6) 2025. The infusion set was in use for three to four hours. High blood glucose (400+ mg/dl) was addressed using correction bolus via pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006073, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006073 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 30 on 18/mar/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4c01225 was manufactured according to the wi version 29 manufactured in the machine li 3010, on 18/mar/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.